Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: (72212), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arcr (arthroscopic rotator cuff repair) procedure treating shoulder, it was observed that the exprsew iii ac+ rtn plate 1ea device plate was opened as usual and was inserted to load it on an autocapture. According to the reporter, the retention plate was not loaded and repeated attempts were made, but the retention plate could not be loaded on the autocapture. Another new retention plate was opened, and it was able to be loaded on the autocapture. It was reported that towards the end of the surgery, it was noticed that a plate-like object had fallen onto the cleanliness table. It was assumed that the plate-like object fell during loading, but it is unclear at what point it fell. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.